Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Visual and microscopic inspection revealed the drive cable was broken near a severe kink in the sheath beginning 34.5 cm from the distal end of the connector shaft, imaging core wind up with a coiled drive cable, and imaging window detached near the lap joint section. The imaging window was not returned for analysis. The impedance test shows an electrical open at the proximal end of the catheter between 120-130cm. The reported issues were confirmed.

Event description:
It was reported that a catheter issue occurred. The patient presented with ischemic heart disease. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified mid right coronary artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion however, loss of image and abnormal noise was noted during the procedure. It was further noted that the wire got twisted inside the guide catheter and that the lap joint of the opticross was separated. The separated fragment was removed from the body without issue. The procedure was completed using another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The patient presented with ischemic heart disease. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified mid right coronary artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion however, loss of image and abnormal noise was noted during the procedure. It was further noted that the wire got twisted inside the guide catheter and that the lap joint of the opticross was separated. The separated fragment was removed from the body without issue. The procedure was completed using another of the same device. There were no patient complications reported.